Event description:
It was reported that the device reached eol after just two years. No therapy had been delivered. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. High current was traced to an anomalous component in the high voltage circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.